Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive flu b result for 1 symptomatic (approximately 2-3 days post onset of symptoms) patient. The customer communicated the result was confirmed negative by molecular (pcr testing).